Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that an emergency room visit was needed in (B)(6) 2014 for high blood glucose of over 400 mg/dl. The customer wanted to report this past event. The customer indicated that the drive support cap appeared normal but she wanted to follow up with her doctor before any further troubleshooting was done. No further information was provided.